Event description:
While inserting a bd insyte-autoguard in the pt's left antecubital, the nurse pushed the white needle retraction button and the needle retracted half way. When the saline lock was attached, the white part -sheath- broke off from the hub and stayed in the pt's vein.